Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving a patient notifier. Upon interrogation, the right ventricular lead exhibited oversensing of noise. The lead was electrically stable and the noise was not reproducible with isometrics. The patient was admitted for monitoring. On (B)(6) 2018, the lead was capped and replaced. Patient was stable before, during, and after the procedure.